Manufacturer narrative:
On september 2, 2021, the mentor failure analysis lab has received the device for evaluation. Patient underwent bilateral removal and replacement with two 300cc mentor breast implants on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on september 6, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth saline, 375cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with an unspecified saline right breast implant and an unknown left breast implant experienced right sided deflation and left sided rippling post procedure. As a result, patient had an explantation on (B)(6) 2021 for the right side implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the left sided implant. This medwatch form is for the left breast prosthesis. The common device name and procode values that are being submitted are for submission purposes. A supplemental report will be submitted if clarifying information is received.